Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Additionally, it was reported that there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin delivery.